Event description:
Treatment of an avm with onyx. It was reported at the end of the procedure, it was not possible to retract the catheter. Approx 12 cm of the catheter was cut-off and left in the pt. No complication was reported with the pt post procedure. However, on the following morning, the pt experienced a syncopal event during ambulation. The pt then underwent infusion of thrombolytics, CT scan showed a possible right posterior intracerebral (ic) cerebrovascular accident (cva). By the second day, the pt had recovered full strength and was discharged home several days later. Same event as MDR# 2029214-2010-00158.

Manufacturer narrative:
The device involved in the event has not been returned for eval. (B)(4).